Event description:
Description of event according to initial reporter: a patient of unspecified gender and age underwent an unspecified procedure in which the gunther tulip navalign jugular vena cava filter set, g52916, was used. Physician was deploying the jugular gunther tulip. When he unsheathed the filter the feet did not open up. The physician recaptured the filter and attempted to unsheathe it again, the feet still did not open up. The physician then attempted to wiggle the feet open by advancing the sheath again but then the filter inadvertently came unattached from the delivery system without pressing any buttons. The physician then retrieved the filter by advancing the goose neck snare from the gtrs through the 7fr delivery sheath and snared the hook and was able to pull filter back through the 7fr delivery sheath. At this point the sheath was removed over wire and a new ivc filter from another manufacturer was placed. Patient outcome: no injury to the patient.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. PMA/510k: device marketed under PMA/510(k) k211874. Summary of investigational findings: it was reported that the physician experienced the filter legs would not open. Several attempts to resheath and repositioning the filter were tried but the filter legs did still not open. As a result, the physician decided to attempt to ¿wiggle¿ the legs open, but the filter detached from the introducer unintended without pressing the release button. The filter was retrieved with a gtrs, and a competitor¿s device was used instead to place a filter successfully. Four fluoroscopic images were provided for imaging review. Per imaging reviewer´s findings: ¿the presumed chronologic order of the submitted images begins with a co2 venogram of the ivc. This is a subtracted image demonstrating the course of the ivc and the inflow from both renal veins. The infrarenal ivc measures approximately 12 mm in diameter. There are cholecystectomy clips seen in the right upper quadrant. Because co2 was used, the more intricate venous anatomy is not possible to evaluate. The next fluoroscopic image demonstrates a gunther tulip ivc filter unsheathed from the retrieval set, but still engaged with the grasping hook. Relative to the cholecystectomy clips, the hook of the ivc filter appears to terminate at approximately the inflow level of the right renal vein. Relative to the posterior spinous processes the ivc filter demonstrates proximally 17 ° of leftward tilt. The primary filter feet are clustered together measuring less than 5 mm across all primary filter feet indicating they have not opened appropriately. The next image now demonstrates the gunther tulip ivc filter detached from the deployment system but in a very similar configuration compared to the previous image. The deployment sheath is located several centimeters cranial to the hook of the ivc filter. Relative to the posterior spinous process there is now approximately 20 ° of leftward tilt present, indicating the tilt has increased slightly. The presumed final fluoroscopic image demonstrates a vena tech ivc filter deployed in the infrarenal ivc. The center of the ivc filter relative to the posterior spinous processes demonstrates 0 ° of tilt.¿ per imaging reviewer´s impressions: ¿per the complaint report, the operator was attempting to deploy a gunther tulip ivc filter from a jugular approach. "When he unsheathed the filter the feet did not open up." This configuration is confirmed on the images submitted for review. The primary filter feet did not appear to expand normally and were clustered together. "The physician recaptured the filter and attempted to unsheathed again, the feet still did not open up. The physician then attempted to wiggle the feet open by advancing the sheath again but then the filter inadvertently came unattached from the delivery system." This is confirmed on one of the submitted images where the gunther tulip ivc filter is no longer attached to the deployment system, and the primary filter feet still have not expanded appropriately. In addition, the ivc filter appears to have a worsening, significant leftward tilt relative to the posterior spinous processes, which appear to mirror the course of the ivc seen on the venogram. There are several potential possibilities to account for the issues present on these images. First and foremost, the venogram was performed using an omni flush catheter positioned in the infrarenal ivc. There are no venographic images performed while injecting through the deployment sheath in the current location which the ivc filter was to be deployed prior to deploying the filter. If the system was inadvertently advanced into the right gonadal vein or potentially even a lumbar vein, unsheathing the ivc filter in such a small vessel would inhibit expansion of the ivc filter feet, and result in a tilted filter. Another possibility would be that the ivc filter was pushed out of the deployment sheath instead of the deployment sheath retracted, this could result in the primary feet to be becoming lodged within the wall of the ivc, which would also result in this configuration. Although the operator describes the filter as being "unsheathed" there are no video sequences demonstrating appropriate deployment technique of this filter. These first two hypotheses are supported by the abnormal left angulation of the ivc filter relative to the central line of the ivc seen on the initial venogram and the angle of the vena tech filter that was eventually deployed within the infrarenal ivc. The vena tech filter and the native ivc course are fairly parallel to the posterior spinous processes of the spine, and the abnormally deployed ivc filter demonstrated a significant leftward tilt of approximately 20° suggesting it was either not positioned within the center of the ivc, or only partially positioned within the ivc and the feet were in a vessel with an oblique course relative to the center line of the ivc. In addition, once the ivc filter was successfully retrieved, there is no comment regarding the function of the ivc filter on the back table, did the legs expand appropriately? Assuming they did, this would confirm this was not a device issue, but an operator issue. Less probable would be the thrombus formed along the filter feet within the deployment sheath inhibiting the filter from expanding. Or there was a device defect inhibiting the filter feet from expanding. Both of these explanations are felt to be much less likely, as after the filter became detached from the deployment system it did not migrate as one would expect if the filter was not adherent in the ivc. In addition, the deployment system reportedly released the filter hook from the grasping hook after attempts to "wiggle the feet open". I am uncertain if this should count as a device failure, or an issue with the deploying physician, as if the device is not behaving appropriately, it should have been removed after the first or second recapture attempt, and not manipulated in such a manner that could have resulted in excessive force between the grasping hook and the retrieval hook. It is unlikely that the reported events are contributed to the device, but more likely the physicians use of the device, and/or patient's anatomy relative to positioning of the device.¿ the jugular introducer and the filter were returned for device evaluation. The filter was returned with open legs and covered in blood and biological matter. The red safety button on the jugular introducer was observed to not had been pressed, after activating the red safety button it was not possible to get the grasping hook out from the jugular introducer. In attempt to get the grasping hook out the jugular introducer was soaked in water, but the hardened blood and biological matter did not dissolve, so the handle on the jugular introducer was opened and cannula was cut free. The grasping hook was observed to had been pulled out of shape. There was no indication on the handle that the release button had been used with force. The cause for the reported failure cannot be determined, based on the device evaluation. Deployment in a clotted vein could obstruct the filter expansion. It was assessed that because no non-conformances were detected, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. According to the instruction for use potential adverse events that may occur include, but are not limited to, the following: failure of filter expansion/incomplete expansion there are adequate controls in place to ensure the device was manufactured to specifications. Based on the reported information, imaging review and device evaluation an exact cause for this event cannot be established. However, a possible cause is that the filter was inadvertently attempted to be deployed in a smaller vein which caused the filter to be unable to open. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.